Manufacturer narrative:
Device investigation: result: the distal portion of the broken separator was lodged in the reperfusion catheter. The break point was 4.8 cm from the beginning of the green ptfe coating. The distal portion of the broken separator was extracted from the catheter and was hooked on the broken end. The distal portion was also kinked in a "z" approximately 13 cm distal of the break. The separator is non-functional. Conclusion: during the procedure, the separator may have kinked if it was advanced against resistance such as a hard clot or the minor kink in the catheter. Add'l manipulation against this resistance may have further kinked separator eventually leading to a break. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was moving the separator back and forth in the process of aspirating the clot and the separator broke inside the catheter. The catheter was removed along with both sections of the separator with no add'l events reported. The pt's disposition and outcome were not effected by the event. It was not necessary to use another device as the vessel was now open. The physician was happy with the outcome of the procedure.